Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the psu was not functioning. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was not working. There was no patient injury reported as a result of this incident.